Manufacturer narrative:
Other relevant device(s) are: vamc3228c150tu, (B)(4); vamf3232c200tu, (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 300 mm in length thoracic aortic dissection. Coverage extended from the left subclavian artery to the celiac artery. Retrograde filling of the aortic dissection was observed on the final angiogram. It was reported that, twelve days post index procedure, the patient presented emergently with chest pain. A CT revealed rapid false lumen expansion of over 1 cm in diameter and that the patient had a hemothorax. There was a large fenestration located at the right renal artery and retrograde filling of the false lumen. The physician elected to perform an abdominal aortic debranching and implanted two additional valiant stent grafts to cover the renal fenestration and false lumen. The fenestration was sealed and the event was resolved. Per the physician, the cause of the event was not device related since the fenestration was a pre-existing condition. The physician indicated that it was expected to have retrograde flow into the false lumen post stent graft repair. The physician did not believe that it would pressurize as much since the main entry tear was covered and all other fenestrations within the descending thoracic aorta. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.